Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, the cartridge would move about 1-2 mm then slide back into place. A new cartridge was successfully loaded to address the event and the issue did not reoccur. Blood glucose was 98 mg/dl.